Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 05/17/2017 with the following findings: battery compartment cracked below bumper pad. The pump time, date reset to default after power on reset during investigation. . (B)(6). Black box not verified the pump time, date reset to default after por. Time, date reset to default was duplicated during investigation. Battery compartment cracked below bumper pad.

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked compartment. This report is made based on the results of an investigation completed on 05/17/2017.